Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the numbers on the screen of the insulin pump started scrolling when trying to deliver a bolus. The battery was changed and the insulin pump alarmed button error. Blood glucose value is unknown. It was advised to discontinue the use of the device and revert to a backup plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms or scrolling numbers anomaly noted. The pump had minor scratches on the display window, and a cracked case at the display window corner.